Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
Related manufacturer reference number: 3006705815-2021-06220. It was reported that following the implant procedure on 22 nov the patient fell and lost feeling in the legs and inability to walk without assistance. As a result surgical intervention was undertaken to explant the system. During the procedure an epidural hematoma was found and removed along with a collection of blood underneath the ipg site. Additionally a laminectomy was performed on levels above t7. The patients symptoms resolved following the procedure.